Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case it was reported that the device was explanted after an implant duration of 12 months due to endocarditis. Reportedly the patient suffered an embolic stroke as a complication of the endocarditis. It was reported that the patient was treated with intravenous antibiotic therapy for at least a month prior to explant. During explant a pedunculated mass adherent to the under surface of the left coronary cusp (with a cavity along the entire length of the left coronary cusp) was removed. The explanted device was not returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was conducted. Additional manufacturer narrative: the device was not returned for analysis; therefore our investigation is limited. A review of the device history record shows that it met all manufacturing specification for product released to distribution. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. In this event, removal of a large mass (vegetation) was reported. Typically, infective endocarditis (ie) consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus, staphylococci are inhabitants of the mucosa and/or skin, and can be found in sources in the environment. Streptococci related bacterial endocarditis is linked to patient transient bacteremia originating from dental plaque and decay various microbes are found in oral cavities and can be transmitted through the bloodstream from disruption of the oral mucosa or after dental work. Other sources of ie include many other microorganisms and fungi, including mold species found commonly in the environment which can cause nosocomial infections. Mold species, such as aspergillus, have been shown to persist in the water system and building structures of hospital wards where it has been linked to patient infections.